Event description:
The patient's original spinal surgery was in 1972. On (B)(6) 2013, the patient [(B)(6)] underwent a subsequent spinal surgery (anterior cervical discectomy and fusion (acdf) at c4-5 with plating at c4-6, which included the removal of the existing hardware (medtronic - evolution set). On (B)(6) 2014, the patient [blg] reported complaints at or near the surgical site. On (B)(6) 2015, the patient [(B)(6)] had evaluation, x-ray and a CT scan was scheduled. The CT scan confirmed screw breakage at c-4, but union/non-union indeterminate. Surgeon [kh] and patient [(B)(6)] planning on conservative treatment approach at present.

Manufacturer narrative:
Evaluation code - conclusion: the device is still implanted in the patient; therefore, it is not available for evaluation by the manufacturer. (B)(4). Device is still implanted in patient.